Manufacturer narrative:
Additional information was added to b5, d1, d4, g4, h4, h6, and h11: b5: the device is a large volume folfusor. H4: the lot was manufactured between august 15, 2024 ¿ august 19, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and fluid inside the device¿s bladder was observed which suggests a possible underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric pump underinfused via a peripherally inserted central catheter (PICC) during patient infusion. After 23 hours, approximately 95% of the medication remained in the bottle. The device contained piperacillin/tozabactam 13500mg in 230ml total volume of sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. Should additional relevant information become available, a supplemental report will be submitted.